Manufacturer narrative:
Omit : concomitant med prod data (8015), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the report of a syringe module over infusion was confirmed through a review of the logs as a result of the user programming an infusion less than the expected 60-minute infusion duration. ¿ laboratory test results performed on the suspect syringe module confirmed the device to be within specification for rate accuracy. The device demonstrated it was operating as intended. ¿ syringe module ability to detect syringe volume using a new becton dickinson (bd) 20ml syringe found the device successfully detecting volume accurately within the ±2% specification. ¿ the review of the suspect point of care unit (pcu) and suspect syringe module error logs showed no errors or malfunctions on the observed incident date for the device. ¿ the logs identified that on 14aug2024 at 11:52 am, the pcu was powered on, and a new patient was selected. A time of day modified event set the clock five (5) hours forward. ¿ at 4:54 pm, a 20ml bd syringe was selected and the pcu was restarted. A basic infusion was programmed with a rate of 10ml/hr. ¿ at 4:55 pm, a volume to be infused (vtbi) of all (9.0685ml detected by the syringe module) was selected and the infusion was started. Primary volume infused (pvi) was recorded as 0.0ml. ¿ at 5:49 pm, the device alarmed syringe empty. Pvi was recorded as 9.0685ml. Designated complaint handling unit (dchu) calculated infusion duration was approximately 54 minutes and 24 seconds. ¿ at 5:50 pm, a 10ml bd syringe was selected and a basic infusion was programmed with a rate of 10ml/hr and a vtbi of 0.65ml. The infusion was started. ¿ at 5:54 pm, the device alarmed syringe empty. Pvi was recorded as 9.7185ml. Dchu calculated infusion duration was approximately 3 minutes and 54 seconds. ¿ the incident bd 20ml syringe was not returned for investigation; therefore, inspection and testing could not be performed. ¿ the bd alaris user manual shows a warning indicating that if an error is made when entering drug amount or diluent volume, it may result in an over or under infusion. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect syringe module s/n: (B)(6) (w/o: (B)(4)) device opened for investigation. Please re-torque all screws. Incidental finding: rear case cracked. Replace rear case. Incidental finding: front case fluid ingress. Clean front case. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pcu s/n: (B)(6) (w/o: (B)(4)) device opened for investigation. Please re-torque all screws. Incidental finding: wear in female iui pins. Replace female iui. Incidental: yellow fluid in latch assembly. Clean latch assembly. Incidental finding: fluid ingress in female iui housing, rear panel assembly, speaker card, wireless network card and front case. Clean front case, rear case and cards. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of an over infusion is being attributed to user programming. A review of the logs confirmed the syringe module was programed for an infusion with a rate of 10ml/hr and a vtbi of all (9.0685ml). This calculates to an infusion duration of approximately 54 minutes and 24 seconds, instead of the customer reported desired infusion duration of 60 minutes. Note that this report lists imdrf annex a1801, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the patient medication delivered via syringe pump. The infusion was programmed to be delivered over sixty (60) minutes but was delivered over fifty-nine (59) minutes. There was patient involvement but no harm. Although requested, additional information was not provided by the customer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient medication delivered via syringe pump. The infusion was programmed to be delivered over sixty (60) minutes but was delivered over fifty-nine (59) minutes. There was patient involvement but no harm. Although requested, additional information was not provided by the customer.